Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion, located in the left anterior descending artery (lad). After the catheter was unpacked, two outlet holes were observed during flushing. The procedure was completed with another of the same device. There were no patient complications.